Event description:
The customer reported that the system displayed error messages and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and found that the fast stop switch had been pressed several times. The power supply and the vertical column were tested and the error did not occur again. The system was tested and found to be working as intended and put back into service.